Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed. The stent was deployed after it was taken out of patient's body. The stent was found to be intact. The stent delivery wire (sdw) was found to be broken/fractured. The stent introducer sheath was found to be intact. Functional inspection was unable to be performed as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect stent difficult/unable to advance or pullback through catheter could not be confirmed as the stent was returned in a deployed state. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained throughout the clinical procedure. It was reported that 'during one acoma aneurysm case. Placed microcatheter to a3 at distal of lesion. Then used stent to assist. Delivered the stent along with microcatheter but resistance was encountered during delivery and the stent could not be pushed out of microcatheter. Withdrew the stent and the stent was deployed after it was taken out of patient's body'. The stent was returned already deployed. This is aligned with the event description. The stent was inspected and found to be undamaged. Likewise, the introducer sheath was returned for analysis and was undamaged. The stent delivery wire was returned for analysis and was noted to be broken/fractured just distal to the proximal bumper. It is not clear when this fracture occurred but it may have occurred when the stent was being advanced inside the microcatheter inside the patients body. The reported defect stent difficult/unable to advance or pullback through catheter as well as the analyzed defect sdw broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the subject stent delivery wire was broken/ fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.